Event description:
On 12/22/1998 following a diagnostic procedure an angio-seal device was placed in a pt's groin. Post deployment was reported as uneventful and the pt was discharged after 4 hrs. The pt returned home to turkey and it was there she reportedly developed a thrombus, occluding the common femoral artery, which required surgical intervention. Further details of the surgical findings are unknown at this time. As of 02/16/1999 there has been no further report to the MFR of complication or add'l patient sequelae.